Event description:
It was reported by service report that the blue cable that runs through the mattress from the head box to the foot box had a short in it not allowing the pendant to power on. While inspecting the blue cable the technician found that there had been blood that penetrated the top cover and made a stain on the inside of the top cover. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
The blue communication cable having a short would lead to the mattress not being controlled. The caregiver would still be able to provide manual therapy to the patient and the patient would still be supported by the symmetric air cells, therefore this issue is not likely to contribute to or cause serious injury or death.